Event description:
There was an electrode sensing issue with the ablation catheter while in the patient. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for ablation catheter, 8.5 fr varipulse bi-directional catheter (per site reporter).